Event description:
During an unknown procedure, error sound heard. When instrument cleaned, the blade was found to be broken. Another device was used to complete the case. There were no adverse consequences to the pt.